Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 360 mg/dl. The caller was experiencing nausea and dizziness. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Reminded the caller to change the infusion set and reservoir every two to three days. The customer stated that she woke up with 256 mg/dl and bolused, ate, and stayed in bed for a few hours. Several hours later, the customer received a no delivery alarm and went to urgent care, where she was for two hours, but she was not treated. The caller then went to the emergency room. The customer's most recent glucose reading was 160 mg/dl. The caller stated that sometimes the insertion area bleeds. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.